Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that ventilator restarted due to anomalies detected during operation. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse and customer troubleshooted the issue and discovered error code 1101 and 3007 in the event log. Rse informed the customer per the manufacturer's recommendations, if error code 1101 occurs in conjunction with error code 3007 then no action is required. If additional information is received the complaint file will be reopened.